Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation, as it remains implanted. Per the instructions for use (IFU), valve migration and paravalvular leak requiring intervention are potential adverse events associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The edwards thv patient screening manual advises the operator on preprocedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the valve migration is unknown but may be related to procedural factors and patient factors (not provided). The pvl was caused by the valve migrating towards the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), 35 days post transapical tavr procedure and deployment of a 23mm sapien 3 ultra valve, the patient received a second 23mm sapien 3 ultra valve due to paravalvular leak (pvl). It is perceived that the valve migrated towards the ventricle which caused the pvl grade to worsen. The post valve in valve echo showed a significant improvement with a significant reduction in pvl grade. There were no complications during the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.